Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The hp was disconnected and trying to bypass to the end of therapy. The hp transfer set broke. Global product surveillance (ps) contacted the peritoneal dialysis nurse (rn) on (B)(6), 2011 regarding the reported problem. The rn stated that the hp did not have any medical complication due to the system error alarm. The hp has been completing therapy. The rn stated that the hp had a hole in the transfer set.

Manufacturer narrative:
(B)(4). The system error 2240 was not confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The assignable cause for the reported problem was undetermined.